Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to bacteremia. Suture was used for traction. The physician began by using a spectranetics 14f glidelight laser sheath and while advancing, the patient''s blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. A superior vena cava (svc) perforation was discovered and successfully repaired. The rv lead was removed and the patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight in use during the procedure.